Event description:
Reporter contacted animas on (B)(6) 2012 alleging that her son came back from diabetes camp and was told by the nurse at the camp that the patient's buttons on his pump has been sticking and also responding intermittently. The reporter denied any moisture in the pump and denied any misuse of the product. Product was replaced. There is no evidence that the pump caused or contributed to a serious injury. The complaint is being reported since the alleged issue was not resolved.

Manufacturer narrative:
(B)(4): the pump was returned for investigation with the keypad peeling at the up arrow button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. On testing, the ok and contrast buttons had intermittent response. The down arrow and ok buttons responded normally. The keypad button was removed for investigation and revealed contamination under the contacts of the up arrow, ok and contrast buttons.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.